Event description:
Information was received indicating that a smiths medical medfusion pump exhibited continuous background primary audible alarm. No adverse effects were reported.

Event description:
Additional information received via email: no patient involvement.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked on both front corners and the bottom case was cracked. A review of the event history log (ehl) identified primary audible alarm background (bgnd). During the functional testing was unable to duplicate the reported issue. The root cause of the issue could not be determined. Replaced speaker as preventive measure., corrected data: d1